Event description:
Customer's mother called to report that her son's pod was not delivering insulin. Customer is currently in the hospital due to high blood sugars. He had 4 pods that he used, and his blood sugars ran high (high registering on pdm) on 3 of them. The three pods with high readings, were thrown away. I did get some history on the 4th pod. Customer is currently wearing this pod on his leg, but it is in doubt that this pod is delivering insulin. Customer will remove this pod, and return it to us for evaluation. No further information reported.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation as of the report date. A follow-up report will be submitted if the product is subsequently received. Unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.